Event description:
It was reported by service report that the load wheel casting was broken. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: load wheel casting.